Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, the catheter caused a dissection of the coronary sinus. The patient was known to have a condition which weakened vessel structure. The procedure was abandoned and the patient was stable following the procedure.